Event description:
It was reported that the insulin pump alarmed failed battery test. It was also reported that the display goes blank whenever a button is pressed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a problem isolated to the liquid crystal display board.